Manufacturer narrative:
A ge service rep performed an onsite investigation. The video disks were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a 'cine disk not available' error. He further noted that the customer could not store the cine sequences and subtracted sequences. There is no report of death or serious injury,